Event description:
Report received of a cracked filter. It was reported that a home infusion pt was receiving an unspecified chemotherapy infusion via central line. The infusion was to run over 7 days. At some point during the infusion, the pt had noted the filter to be a leaking fluid and cracked around the edges. There were no reports of bleed back or blood loss. The pt used glue to put the filter back together. The 7 day infusion was completed, and the bag and tubing set were discarded. The pt did not report incident until after the infusion was completed. There were no reported adverse pt effects. Add'l info was requested, but no further info was provided.